Event description:
Pt had bilateral silicone gel implants removed due to capsular contractures. The right capsule contained an implant which was intact and weighed 210 gms. The left capsule contained an implant which appeared intact but had gel material on the outside.